Event description:
It was reported that patient underwent m2a hip arthroplasty on unknown date. Subsequently, the patient was revised on (B)(6), 2012, for unknown reason.

Manufacturer narrative:
Implant date - unknown, manufacture date - unknown. The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. The product and lot identification necessary to review manufacturing history was not provided.

Manufacturer narrative:
Additional information was received on (B)(6) 2012 which included product identification and surgery dates; however, the reason for the revision is still unknown. The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2009. Subsequently, a revision procedure was performed on (B)(6) 2012. The reason for the revision is unknown. No further information has been provided to date.